Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad. Customer's blood glucose was unknown. The customer stated they had no response from the b button. The customer did not state any significant events leading to the issue. The insulin pump will be returned for analysis.